Manufacturer narrative:
On 5/7/2020, complaint was reopened to include additional information under the product investigation. On 5/25/2020, device re-evaluation was completed. During visual inspection of the device, it was noted that the patch was separated from the shell. Microscopic examination of the edges of the shell was performed at the patch area, and parallel striations were revealed that are consistent with markings made by a sharp instrument perforating the silicone material. According to the manufacturing investigation, there is evidence that all patch assembly components were used during the manufacturing process and poly sheeting was removed as required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/12/2019, device evaluation was completed. Device evaluation summary: during visual evaluation of the device it was observed the patch separated of the shell. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Concomitant products: left side; 550cc mentor memorygel breast implant; catalog number: 350-5504bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old patient with mixed race underwent primary reconstruction breast surgery with a 550cc mentor memorygel breast implant and was presented with right side breast implant rupture during surgery to exchange implants on (B)(6) 2019.